Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2015: patient presented with degenerative disc disease junctional syndrome. Procedures: anterior lumbar discectomy anterior lumbar spinal fusion (left lateral approach), insertion of a cage anterior instrumentation use of allograft and bmp. Levels: l4-l5. Per-op notes: "...the cage is packed with bmp and allograft and inserted under visual control until the distal part of the cage is well placed between cortic bones on the other side...". Patient was brought to recovery room in stable condition. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.